Event description:
Pt took a capillary blood sample from finger in mid december 1999 (exact date unknown). The pt apparently used the MFR's lancet to pierce the finger. After feeling some discomfort with finger and suspecting a foreign body was present, pt visited dr who calims prescribed a 7 day course of antibiotics. The dr appearently informed the pt the foreign body would eventually work its own way out of pt's finger.